Manufacturer narrative:
The hill-rom technician found the hand pendant was caught between the mattress and the frame. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed would self-run when it is plugged in. The bed was located in cvicu at the account. There was no patient/user injury reported. (B)(4).